Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's office via company rep on 24-sep-2007 and later from the physician himself on 25-sep-2007: a female patient received therapy with injectable poly-l-lactic acid (sculptra) under the eyes on (B)(6) 2007. Poly-l-lactic acid (lot # and exp not provided) was reconstituted, as per instruction. Lidocaine was used as a regional block and was not mixed with poly-l-lactic acid. The patient experienced "considerable" lumps and bumps under her eyes. The patient was treated with steroid injection. No laboratory testing was performed. The event was ongoing at the time of this report. No further relevant medical info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot#/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigations results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.